Manufacturer narrative:
A lumenis service engineer visited the site after the reported event, and confirmed that the system failed to pass its self test and the display would 'hang'. The engineer replaced the system's main cpu board and after testing the system it was returned to the facility in working order. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. A review of system risk files found the risk of cpu failure ((B)(4)) which has the potential to lead to ineffective treatment which may require re-operation. The risk has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment a review of historical product complaints shows that the same malfunction of a display hang has not led to serious injury in the past. As it is uncertain if the event would likely cause or contribute to a serious injury if the malfunction were to recur. Lumenis is reporting this malfunction in an abundance of caution.

Event description:
A foreign user facility reported that prior to starting a ureteroscopic lithotripsy procedure in which a lumenis versapulse powersuite 100w laser was to be used, the system was powered on and was unable to pass its self-test. The operating doctor used an alternate device to operate, and the facility had further reported that after the case the patient was "comfortable and no complications."